Manufacturer narrative:
Other applicable components are: product ID: 3057, lot# unknown, implanted: (B)(6) 2017, product type screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens). It was reported the patient was getting ¿setting not available¿ screen 59. The patient decreased amplitude to 0.0 ma and tried to increase amplitude to effect, to 7 ma, but it did not resolve the message. It was noted the patient was on a bilateral basic trial, so there was were no other programs to change to. The patient removed the batteries in the controller and reinserted them. The patient was not able to feel stimulation, so they are were trying to increase amplitude. The patient was redirected to the hcp. It was noted the patient began the trial on (B)(6). Follow up information received on (B)(6) 2017 from the healthcare professional (hcp) reported that the cause of the error message and the patient not feeling the stimulation was that the leads ¿pulled¿. As an action to resolve the issue, the device was removed. There were no further complications reported or anticipated.